Event description:
Caller reports the expiration date printed on the comfort curve strip vial is 9/30/2008. MFR has the expiration date as 9/30/2003. No adverse event reported. Requested return of suspect device and replacement was sent. No information provided for where issue was discovered.